Event description:
The customer reported that the hard drive was corrupt and the system was not saving pt images. There was not report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted and the software was reloaded. The system was then found to be operating as intended.